Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited myopotential oversensing which resulted in competitive atrial pacing leading to false auto mode switch (ams) episodes on the atrial channel. Right atrial lead damage was suspected. On (B)(6) 2018 an episode of non-sustained right ventricular oversensing with functional loss of capture was observed due to timing between the ventricular pacing and intrinsic ventricular complex. Device re-programming was performed. No patient symptoms or additional information was reported.